Event description:
It was reported that balloon cuffed on foley catheter upon removal.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that balloon cuffed on foley catheter upon removal. Per follow up response via email on 19jul2024, for device 1 (pcn#(B)(6) - lot#ngjn1772) nurse as consulted on (B)(6) for assistance with indwelling urinary catheter (iuc) removal upon meeting resistance. Upon rounding, the primary registered nurse had verified that 10cc of fluid had been removed from iuc balloon and catheter was withdrawn almost completely but met resistance near the glans of patient penis. Nurse assessed the iuc when they arrived, which appeared intact. They performed a gentle tug test and met resistance. They applied a syringe to the balloon port and withdrew again to ensure the balloon was fully deflated (which was confirmed). They applied lubricant to tip of the patient¿s penis at their urethra. Nurse palpated the posterior glans and located the tip of catheter inside the urethra. They applied gentle pressure here as well as gentle pressure to the external portion of the catheter and with very little resistance, was able to remove it intact. Upon removal, nurse noted a slight pliable lip on the catheter tip near the balloon. The lip was able to be smoothed out following complete removal of the iuc. No discharge of any kind was noted from the patient¿s urethra following removal and patient tolerated it well. For device 2, customer had another incidence of having difficult discontinuing a bard foley on (B)(6). This was a non-temp sense foley this time (pcn#1758si16 - lot# nghv4001), but the nurse who removed described the same issue as they previously had on 10jun2024. The patient had no injury, and the device was able to be safely removed despite the resistance. Passive balloon deflation was employed in both cases. Device was not replaced.

Manufacturer narrative:
The reported event was confirmed caused unknown. Visual evaluation of the returned sample noted one opened (without original packaging), an all-way silicone foley catheter. Visual inspection noted the balloon had mushroomed. This is out of specification which states, balloon must not cuff after deflation. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be balloon material does not shrink quickly enough. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: 1. Occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site. 2. Swab surface of bard ez-lok sampling port with antiseptic wipe. (Fig. 2) 3. Using aseptic technique, position the syringe in the center of the sampling port. Press the syringe firmly and twist gently to access the sampling port. (Fig. 3) 4. Slowly aspirate urine sample into syringe and remove syringe from sample port. 5. Unkink tubing if necessary and transfer urine specimen into specimen cup or follow hospital protocol. Discard syringe according to hospital protocol. 6. Follow established hospital protocol for specimen labeling and transport to lab. Sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not resterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use. Proper techniques for urinary catheter insertion perform hand hygiene immediately before and after insertion insert urinary catheters using aseptic technique and sterile equipment use the smallest foley catheter possible, consistent with good drainage document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in patient record proper techniques for urinary catheter maintenance secure the foley catheter, use the statlock foley stabilization device if provided maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions maintain unobstructed urine flow and keep the catheter and collection tube free from kinking keep the collection bag below the level of the bladder or hips at all times empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient routine hygiene (e.g., cleansing of the meatal surface during daily bathing or showering) is appropriate leave foley catheter in place only as long as needed correction: a, d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.